Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This MDR was submitted on 01/14/2011; however, due to a failed ack3, this MDR is being resubmitted on 01/17/2011. This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm, which appeared on the home choice (hc) during the initial drain. The technical services representative (tsr) explained the alarm and had the caregiver (cg) cycle power to clear the alarm. The tsr advised the cg to start over with new supplies and call the nurse in the next 24 hours and let her know what happened. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
During a follow up with the home patient's (hp) nurse, she stated that the patient did not report any issues with therapy, the patient continued therapy, no adverse event was reported, the patient was fine and there was no medical intervention or hospitalization as a result of this incident.